Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A pressure bag was used for the irrigation of the sheath. During the aspiration of the faradrive sheath, consecutive air bubbles were noticed inside the sheath. A farawave nav catheter was inside the sheath prior to, and/or at the time, the air was observed. The reported air was observed after initial preparation and no fluid leak was observed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath was returned for analysis.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A pressure bag was used for the irrigation of the sheath. During the aspiration of the faradrive sheath, consecutive air bubbles were noticed inside the sheath. A farawave nav catheter was inside the sheath prior to, and/or at the time, the air was observed. The reported air was observed after initial preparation and no fluid leak was observed. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.